Manufacturer narrative:
The referenced prior history of pump thrombosis events were reported under medwatch MFR report #s 2916596-2015-02079, 2916596-2016-01077, 2916596-2016-01236. (B)(4). Approximate age of device ¿ 72 days. The device remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that, according to the system controller history screen the pump had been running at a pump power between 8 and 9 watts and as high as 11.7 watts for the last three days. During this time the system estimated flow was between 8 and 12 lpm. At the time of the event, the patient¿s lactate dehydrogenase (ldh) level was 439u/l and the plasma free hemoglobin was 120mg/dl. The patient was otherwise asymptomatic. The system controller log file was submitted to the manufacturer¿s technical services representative for review. The reported pump power elevations were noted along with slightly decreasing pulsatility index values. If these values continue, this trajectory in the past has been linked with possible thrombus. It was reported that this patient has a history of prior pump thrombosis. Additional information was requested but has not been not provided.

Event description:
Additional information: when the patient's lactate dehydrogenase level was at 435 u/l, the inr was at 1.5. The patient was prescribed lovenox to use for bridging treatment; however, it was reported that the patient likely was not administering the lovenox. The patient was subsequently admitted to the hospital on an unspecified date due to the ldh elevating to the 700''s u/l range. The patient was treated with IV heparin. No additional information has been provided.

Manufacturer narrative:
The patient remained ongoing on vad support until they expired due to multi-system organ failure on (B)(6) 2017 (covered under medwatch MFR #: 2916596-2017-00937). The pump was not returned for investigation. The report of an increase in pump power as well as a slight decrease in pi over time was confirmed based on the evaluation of the submitted system controller log file. Based on our complaint history and similarly reported events, elevated ldh, coupled with increased pump power and flow, and decreased average pi could be indicative of potential device thrombosis; however, a specific cause for the changes in pump parameters and elevated ldh could not be conclusively determined without a full evaluation of the device. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.